Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens (iol) due to an unexpected postoperative surprise. Patient was stated to experience bright colors 1 day post-op, and "waxy" vision 1 week post-op. In addition, it was stated that the patient was doing well. No additional information was provided.

Manufacturer narrative:
Visual inspection showed that the optic was received was cut in half (precluding diopter measurement), which is a condition consistent with a lens that has been explanted from the eye. No optical deviations on the optic parts could be found.the device manufacturing record was reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and shown to be within specifications.prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4).